Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The light guide cover and charged coupled device lenses were white clouded and the bending section cover glue was separated. The channel mount, the scope cover and the housing on the plug unit were damaged. The connecting tube and the air/water cylinder were scratched. The device failed angulation functional check. Prior to device evaluation, the scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. Per the customer, there were no deviations/deficiencies concerning reprocessing. For automatic endoscope reprocessing, the customer uses aer soluscope 4 (series 4 pa, 23774), along with detergent anios and disinfectant aniosyme x3. There were no issues noted with the aer. All the channels were connected with tubes when the scope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The quality of the rinse water was controlled by using filter water. The filter was replaced per the instructions for use (IFU). The scope was dried using a clean towel/paper and by using filtered compressed air. The scope was stored in a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the operating channel of the evis exera iii duodenovideoscope tested positive for five (5) colony forming units (cfus) of aerobic mesophilic flora. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.